Event description:
It was reported that during a da vinci si hysterectomy procedure, while using the mega needle driver instrument, a piece fell off and into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury, or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the carbide insert to be broken off of one grip, the insert was returned separated from the instrument. No damage was found to the instrument clevis or cable.